Manufacturer narrative:
An event regarding the imperfect baseplate appearance involving a triathlon baseplate was reported. The event was confirmed. Device evaluation indicated that the returned baseplate confirms an imperfect baseplate appearance. There is an indentation marking to the outer rim of the baseplate which appears to saw damage. DHR indicates that the device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The reported event regarding an imperfect baseplate is confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during primary surgery for tibial baseplate the implant was opened and deemed imperfect. One side of the implant was not smooth on the corner.

Event description:
It was reported that during primary surgery for tibial baseplate the implant was opened and deemed imperfect. One side of the implant was not smooth on the corner.